Event description:
The sheath was being utilized for a catheterization. One week post catheterization, the patient developed a dime sized, red, inflamed area at the radial site. Clear fluid was draining from the site, but it is now dry.